Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that she experienced a low while she was driving and passed out on (B)(6) 2013. Paramedics came to pick her up and treated her with glucose. Patient noticed that her sensor was not communicating properly with the receiver. The signal continued for about an hour. At the time of contact with dexcom technical support, patient reported she was feeling better.